Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).